Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of the event was a percutaneous lead migration. The percutaneous leads were replaced on (B)(6) 2013. The patient did not require hospitalization and the outcome was listed as no injury.

Event description:
It was reported that the patient¿s first implant did not work at all so they sent him to a neurosurgeon and the neurosurgeon redid the whole thing. It was noted that the neurosurgeon took out the round wires and put in flat wires. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead; product ID 3778-60, serial# (B)(4), product type: lead; product ID 97791, lot# n378865, product type: accessory; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that during his first implant, something went wrong. It did not working and was replaced in 2013. The first one was a failure and they ended up implanting a surgical lead wire (went from a round wire to a flat wire). No further complications were reported or anticipated.